Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the cannula are bending causing high blood glucose. The blood glucose reading is 200 mg/dl. Customer is experiencing dry mouth, excessive urination and headaches. Customer treated with insulin pump. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to perform basic occlusion, occlusion, prime, and excessive no delivery test due to bleeding and cracked lcd glass. The device was received with protruded/loose drive support disk, minor scratched display window, cracked reservoir tube lip, cracked belt lip slot, scratched reservoir tube window, and missing end cap sticker.